Manufacturer narrative:
Qn#(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: a clip got broken when it was loaded to the applier during the pretest at the central material room. The applier used with had already been reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge with two remaining clips and one broken clip from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned clip was visually examined with and without magnification. The hook half of a broken clip was loose from the returned cartridge. No other defects or anomalies were observed with the cartridge. Visual examination revealed that the broken clip was broken in half at the hinge. No clear evidence of use in the form of biological material was observed on the returned sample. Functional inspection was performed on the two remaining clips in the cartridge. A lab inventory clip applier was used. The two clips were able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint was confirmed based upon the sample received. One broken clip and one cartridge with two remaining clips was returned. The broken clip was broken at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: a clip got broken when it was loaded to the applier during the pretest at the central material room. The applier used with had already been reported.